Event description:
A malfunction symbol "--" shown on the icp corner. The product malfunctioned. The product was used on a severe head injury pt. It is unclear if the malfunction caused or contributed to pt injury. Add'l info has been requested.